Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a ventilator was not working while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 ventilator was returned to the manufacturer and evaluated by a field service engineer and the customers complaint was confirmed. The device evaluation found ventilator inoperative error codes in relation to a (motor failure, max host reboot and internal li-ion not present) recorded in the device event log. In conclusion the following components need to be replaced to address the reported issue: motor bower kit and capacitor to address motor failure, system board with daughter board kit to address max host reboot and system board power management, internal battery pack to address internal li-ion not present. The roost cause was confirmed. Additionally, the following parts were replaced unrelated to the confirmed malfunctions: speaker kit, flow sensor, sensor board assembly, filter kit with tubing, rubber feet, front panel/ keypad led system board. The device was returned unrepaired due to the customer's request. New information/ correction: the reported event in (B)(4) was previously addressed in (B)(4). (B)(4) is a duplicate and will be closed.

Event description:
The manufacturer received information from a customer that a ventilator was not working while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 ventilator was returned to the manufacturer and evaluated by a field service engineer and the customers complaint was confirmed. The device evaluation found ventilator inoperative error codes in relation to a (motor failure, max host reboot and internal li-ion not present) recorded in the device event log. In conclusion the following components need to be replaced to address the reported issue: motor bower kit and capacitor to address motor failure, system board with daughter board kit to address max host reboot and system board power management, internal battery pack to address internal li-ion not present. The roost cause was confirmed. Additionally, the following parts were replaced unrelated to the confirmed malfunctions: speaker kit, flow sensor, sensor board assembly, filter kit with tubing, rubber feet, front panel/ keypad led system board. The device was returned unrepaired due to the customer's request.